Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 fibulink devices fail intraoperatively. And surgeon had to open a fibulink removal kit as a result. Surgeon retrieved both damaged implants and there was increased operative time of roughly thirty (30) minutes. The only impact on the patient was that the surgeon needed to use a screw instead of his intended plan of using a fibulink.

Manufacturer narrative:
Product complaint#: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part #: fgs-1000 synthes lot # 21e018 supplier lot # 21e018 release to warehouse date: 11 aug2021 expiration date: 01 jul2024 supplier: (B)(4). No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021, the surgeon had an issue regarding an adverse event of repair pts sydesmotic rupture using depuy synthes trauma products, fibulink, fgs-1000. It was unknown how it was discovered. It was unknown if there was patient involvement. This complaint involves one(1) device. This report is for (1) fibulink® syndesmosis repair kit/ss this report is 2 of 2 for (B)(4).